Manufacturer narrative:
S/w version 4.11e retainer ring = black. Customer returned pump for an alleged blank display found on 10/06/2021 inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting from the corner of the left belt clip rail, cracked middle (enter) keypad button, keypad overlay texture damage, scratched case. The unit passed rewind and active current measurement tests; it failed prime/seating, sleep current measurement, and self tests. No unexpected blank displays were noted during testing. During motor load, the motor stopped prematurely before hitting the stopper. Unable to complete the displacement test due to the prime/load anomaly. Self test returned a pump error 75. The unit also returned an unexpected pump error 25 sporadically during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following alarms/alerts occurred around the event date: 58=failed batt test occurred on 07/30/2021 @ 17:45:13 and 17:46:27. The adapt tool also confirms that the following unusual pump error occurred: pump error 4 occurred @ 10/06/2021 18:25:15. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board, keypad flex cable terminal; pcba1--j1, j7, j6, j4, da1, da2, u1; pcba2--j1, lcd flex cable terminal; home motor switch, motor flex cable terminal, components on the force sensor cable. Blank display not confirmed. However, the unit returned pump errors 75, 25, and 4 plus the motor was unable to load properly. The pump errors and the prime/fill anomaly are all due to the moisture damage seen on both boards with the pump errors 75 and 25 due to the heavy corrosion found around the pcba1 j6 connector and the prime/fill anomaly due to the corrosion seen on the home motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.